Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element¿ plus drug eluting stent was selected for use. However, during preparation, a stent strut breakage was noted upon removing the stent protector. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts 9-11 were damaged and deformed. The stent outer diameter was measured and was within specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and were not subjected to any positive pressure. A visual and tactile examination of the hypotube revealed no kinks or damage. An examination of the shaft polymer extrusion identified no kinks or damage. There were no signs of damage or strain to the port bond. A stent protector was returned with the device for analysis. The inner diameter of this stent protector was measured and was within specification. Based on the specified stent protector profile and the maximum crimped stent profile for this device measuring 0.0410¿¿ shows there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element¿ plus drug eluting stent was selected for use. However, during preparation, a stent strut breakage was noted upon removing the stent protector. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.